Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 3387s-40 , lot# va120vn, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the entire system was explanted due to infection. The infection was noted on follow-up exams and antibiotics were prescribed. It was unknown if the issue was resolved. The rep did not know if the patient planned to have the system replaced in the future. The patient's indications for use were parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.